Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient describes shocking sensations at random times. Device will go off and come back on a random and shock her. The rep asked her about the frequency and she said she though about 15-20 times a day. Patient states that when she moves in certain positions her stimulator feels like it¿s off and when she moves in other positions it comes on with a strong shocking sensation. Also asked what movements caused it, and she could not give any examples or say specifically what seems to cause or make symptoms happen. Patient was booked for a battery replacement procedure on (B)(6) 2023. When reviewing the chart preparing for case, the rep noticed that the patient already had her battery replaced 5 months ago. This raised a question to why we were replacing the battery yet again, especially since they have received no contact about device since time of the original replacement in august. The rep reached out to the clinic and to see if they could get any clarification; they didn't have why the generator was being replaced. The patient explained to the rep that "her unit was busted" and that her doctor told her that. The rep asked how her doctor knew this, and she did not know how this information was obtained. The rep then asked to meet her on the afternoon of (B)(6) 2022 to connect to her device to see what was going on. Upon interrogating, her battery was functioning normally; it was at a very low state (10% at the time of interrogation). This was because she had not recharged in 10 or so days. The impedance measurements were mostly within range, electrode 9 was out of range (>40,000) and electrode 4 was  high. However neither of these were active for the program she was running. She ran electrode 14 and 16 and both were good. Patient had great coverage on her conventional program feeling it on both hips and down both legs. The rep was with patient for 20-30 minutes and she could not state that it "shocked" her in any way; could not rep roduce symptoms that she stated.  If anything, the rep said it would be a lead revision, however without trying to reprogram and spend time observing what causes symptoms, very hard to know what to replace and where. The hcp was updated on what was going on, and that patient had not contacted or seen the rep one time about any of the above issues since her battery replacement in august, he canceled the procedure and will follow up with patient and rep in office on (B)(6) 2023. Pt states that she wants the whole system replaced or explanted. She has an appointment with her surgeon on (B)(6) 2023 to evaluate system. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It is unknown if surgical intervention is planned or scheduled at this time. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.